Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and premature battery depletion was observed on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.